Event description:
It was reported that the day after implant, high, out of range, pacing lead impedance and high capture threshold were observed. The lead was repositioned. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.